Manufacturer narrative:
A supplier corrective action request (scar) was issued to the needle supplier becton - dickinson. The sample has not been returned to deroyal for evaluation at this time. An inventory check was made by deroyal, a total of 50 needles were inspected, and no discrepancies were identified during the inspection. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Having breakage trouble with the item 5-9043 needle within this tray. No injury was reported.

Manufacturer narrative:
A supplier corrective action request (scar) was issued to the needle supplier becton - dickinson. Representative samples were received and evaluated. Root cause: the supplier becton - dickinson was unable to determine the true root cause. Visual inspection was performed on the representative samples with a 10x magnifier lens. No defects or imperfections were observed. Then an inspection was performed with a 30x microscope. No defects or imperfections were observed. Corrective action: a corrective action has not been taken due to the root cause determination. A trend analysis was done for this product by becton-dickinson. This is the only complaint for this symptom from this and any other customer during the last 3 years. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.